Manufacturer narrative:
Qc prior to the event was within lab-established ranges. Qc was not run after the event. A field service engineer (fse) was dispatched and identified the ratio pump was not performing correctly. The fse repaired the ratio pump and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to exhibiting sample drift errors for a whole week for sodium (na), carbon dioxide (co2), and calcium (calc) that was generated by the synchron lx20 clinical system. This error produced false results for potassium (k), chloride (cl), and carbon dioxide (co2), but were not were not reported out of the laboratory. The samples were repeated on an alternate instrument and those results were reported out of the laboratory. Patient treatment was not affected in this event.